Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch / plunger" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found the pump in ok condition, with the right plunger case cracked. A review of the event history log found a check clutch/lever error in the history. Functional testing of the device involved flow and occlusion tests and was unable to replicate the reported issue. It was observed that the leadscrew nut was out of specification. Based on the evidence, the root cause of the issue was unable to be determined.